Event description:
On 12/30/1998 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The pt reported having intermittent leg pain since the procedure, but did not inform his physician until 03/13/1999. On 03/25/1999 an arteriogram confirmed a 99% occlusion of the right common femoral artery at the profunda. Peripheral pulses were faint but present. The pt was discharged home with surgery planned for a later, unreported date. As of 04/30/1999 there has been no further report to the MFR of complication or additional pt sequellae.